Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problems. No intervention was performed.

Event description:
New information notes that the programming changes were made on the device to resolve the issue.